Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The motor and vibrator motor assemblies received with corrosion traces. The insulin pump was received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported going into the ocean while connected to the insulin pump. Customer's blood glucose was 292 mg/dl. The customer stated the insulin pump would not power on as a result. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.